Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml into sub-malar, lateral malar, melomental fold, lips, pre-jowl areas of the patient on (B)(6) 2022. Amount of product injected was 4.8 ml sub-malar, lateral malar, melomental fold, lips, pre-jowl areas of the patient, according to the initial report. Sub-malar/ lateral malar area- 1.2 ml per side pre-jowl/marionette lines- 1 ml per side lips injected with 29g insulin syringe - 0.2 ml to upper and 0.2 ml to lower. Patient is female; age of the patient is 69 years old as of date of initial report; date of birth: (B)(6). According to the initial report, no ecchymosis post injection. Tissue pink and perfused. As per report: friday (B)(6)2022, a patient presented with pan-facial volume loss. Her areas of concern included the sub-malar area, preauricular area, marionette lines, pre-jowl sulcus and lips. She had adequate volume to the anterior cheek and nlf area and did not need correction there. She was injected around 4 pm on friday, (B)(6). The product for the face was delivered via a 25g cannula, 1.5 inch. The lips were treated with a 29g insulin syringe. The skin was prepped with hibiclens and alcohol swabs. Saturday (B)(6) 2022, the patient was contacted to inquire about her response to the treatment. She denied swelling, bruising or tenderness. She was very pleased with the outcome. Sunday (B)(6) 2022, the patient noticed a stye to her right lower eyelid and lower eye lid swelling. She did not contact this provider and managed it with warm compresses. Monday (B)(6) 2022, the patient presented to her eye doctor and was told she may have a clogged tear duct and was placed on doxycycline 100 mg bid. She did not tell the eye doctor she had recently had filler. She contacted this provider on monday afternoon to update the injector on the patient's condition. Patient sent a photo via text which revealed redness and swelling to the right under eye area and cheek. Tuesday (B)(6) 2022, patient reported the tenderness was improving with the antibiotics but the swelling was persistent and was also appearing on the left under eye area as well. Wednesday the (B)(6) 2022, patient reported continued improvement with eye drainage and tenderness with minor improvement in the swelling. Thursday the (B)(6) 2022, patient reports improvement again but feels she may be getting sick with a cold and would like to wait before dissolving the filler. She declined to be seen in the office. Friday the (B)(6) 2022, patient reports swelling but again declines to come to the office to be evaluated since she is sick now. She declined a medrol dose pack as she has a history of "feeling crazy" on those medicines. She would like to wait until monday to be seen. No information regarding topic anaesthetic has been provided. No information regarding allergies has been provided. No information regarding medical history and presence of risk factors have been provided. On 16 jun 2022, shortly after the day of notification, the qa department at prollenium medical technologies contacted clinic/injector requesting more information regarding this clinical complaint to properly investigate the complaint. On 05 jul 2022, qa department at prollenium medical technologies contacted clinic/injector again requesting information regarding this clinical complaint. On 05 jul 2022, qa department at prollenium medical technologies was informed by the injector that more information is to be provided later and that the patient completely returned to normal and at this point it is unlikely any of her facial swelling was related to the filler in the setting of an eye infection successfully treated with oral doxycycline.. The qa department will continue the investigation.

Manufacturer narrative:
The clinical complaint has been investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no other clinical complaints were found associated with this lot number. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event will be provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ product when requested information for conducting investigation is provided.